Manufacturer narrative:
Product evaluation found the lens returned dry in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found no visible damage and clear residue on lens. (B)(4).

Manufacturer narrative:
The product is manufactured in the u.s, but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -9.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault and was exchanged for a longer lens. The exchange resolved the problem. As of the date of MDR submission, the lens has not yet been returned.